Event description:
It was reported that (1) device was used during a thoracic biopsy. It was reported by the affiliate that the scb45 instrument staples malformed, but cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt.